Manufacturer narrative:
The devices surface shows some striations, therefore the original status of the device cannot be guaranteed. It is not known if they occurred during the removal or implanting of the plate. The x-rays shows the correct application of the product. The first x-ray dated 07/2005 shows that even after 6 months the fracture was not consolidated. We have assumed that the patient weight was applied on the plate which lead to a fatigue fracture of the implant. The implants are short-term implants. In the event of a delay in bone consolidation, or if such consolation does not take place, or if explantaion is not carrried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular post operative examinations (e.g xray checks) are advisable (in this specific case the returned x-ray were dated in 07/2005. This x-ray was taken about 6 months after the implantation and it is clearly visible that the bone fragment was not consolidated yet and therefore patient weight was completely applied on the implant). Please note that the implant is intended for the temporary stabilization of bone segments or fragments until bone consolidation has been achieved. Implants are not forseen for bone replacement they are supporting the healing.

Event description:
It was reported the pt was implanted with a standard sps plate broad in 2005. Ten months later, it was found that the plate was broken. The following month, the broken plate was explanted, and an interlocking nail was implanted.